Event description:
Customer alleged the unit will drive with brake in off position or when reengage the brake. Also customer stated it will drive with out moving hand lever. No injury alleged.

Manufacturer narrative:
(B)(4) -the consumer is a (B)(6) female whose age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the consumer alleges that her l-3r scooter will drive without moving the hand lever. The incident happened at home and at the mall where is ran her into a store window. No injury alleged. The dealer has the scooter at their warehouse and have been unable to duplicate the event. No RMA has been initiated for this issue.